Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found components to be within appropriate design specification. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05801 / 05802).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2013. Subsequently, the patient was revised on (B)(6), 2013 due to dislocation. The acetabular component was removed and replaced. Additionally, the patient was revised on (B)(6), 2013 due to dislocation. The acetabular component and modular head were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. ¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-05800/05802).